Event description:
Received customer's maude report: "alaris IV pump alarm went off and the screen read channel error." Concomitant product listed is "sodium chloride 125 ml/hr continuous IV". Event type is listed as injury, and event outcome is listed as required intervention, no details provided. No other info is available, no customer info is provided or available.

Manufacturer narrative:
(B)(4). No hospital name, address or contact person was provided in the maude report. Carefusion is unable to contact the customer for additional info or to request the return of the affected product.